Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, lot/serial #: (B)(6) rev.1 h3) the power supply was returned to the manufacture for analysis. After functional testing, performance testing, visual/physical examination, and usability inspection the reported issue was not confirmed. The power supply was installed into a known working system. The system initialized. Motion, generator, communication and charging readied. The output voltage measured 5.22 vdc. 2d and 3d images were successful. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the event logs found that the voltage of the power supply drifted. Concomitant medical products: other relevant device(s) are: product ID: b i71000450. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operative to a sacroiliac and thoracolumbar procedure. It was reported that x-ray functionality was not working as the x-ray symbol. Additionally, it was noted that the imaging system was beeping continuously. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: onsite functional and visual examination was performed by a manufacturer representative. The ps1 was adjusted and the issue was not resolve. The ps1 was therefore replaced to resolve the issue. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated as the event logs found that the voltage of the power supply drifted. Concomitant medical products: other relevant device(s) are: product ID: b i71000450. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operative to a sacroiliac and thoracolumbar procedure. It was reported that x-ray functionality was not working as the x-ray symbol . Additionally, it was noted that the imaging system was beeping continuously. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.